Event description:
Additional information received reported that the patient had difficulty for two months with spasms and weakness prior to (B)(6) 2011. The patient had decreased his work hours due to increased symptoms. The doctor performed a pump study to make sure the symptoms were not related to the pump not working. The doctor also took the drug out of the pump and put it back in. Volume discrepancy was noted. The actual residual volume was 1 ml and expected residual volume was 3.9 ml. During the refill session on (B)(6) 2012, the patient had stopped working due to the symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy and that the patient's catheter and pump were replaced due to a "precipitant" and "crystallization" on the pump and catheter. The reporter stated that the patient was gradually worsening over the past year or so up to the report date. At the (B)(6) 2012 refill, the patient had an increase in spasms starting a few weeks prior and was then using a wheelchair. On the (B)(6) 2012 refill the patient reported being "exhausted" and was still having spasms. At the (B)(6) 2012 refill, the patient noted that about 6 weeks prior there was an inability to urinate and patient had to go to the emergency room (ER) and was given flomax, and at that time the patient also reported being unable to work. At the (B)(6) 2012 refill there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 4.5ml, while the erv was 3.6ml. The pump and catheter were subsequently explanted and replaced on (B)(6) 2012 due to a "precipitant" and "crystallization" on the pump and catheter. It was later reported by the managing healthcare provider (hcp) that the cause of the event was precipitate in the catheter, and that there was an occlusion and failure to aspirate. The symptoms associated with the event were noted as an increase in spasticity and urinary retention. The medication in the pump was lioresal (baclofen). The patient outcome was reported as recovered without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, all or partially explanted: (B)(6) 2012, product type catheter. (B)(4).